Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery due to faulty fsr (gold). The motor was tested outside the device and passed. Pump passed displacement test, rewind test, basic occlusion test and prime/a33 test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer had the issue three time a day. Customer reported that the drive support cap was normal. Customer was able rewind the insulin pump. Customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.